Event description:
A customer contacted baxter to report leakage was found from two pinholes on the tubing. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used sample was received in reference to the "leak". Visual inspection found cuts on the tubing approximately 1 5/8 inch from white body of set. Pressure tested sample at 8 psi under water with leakage observed. The complaint was confirmed in the lab for leak. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.